Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument broke during surgery and that extensive force was not applied. Pt with normal build.